Manufacturer narrative:
The eval of this device is now complete.

Event description:
During pt use, the device was set-up to deliver lipids from another co's 20cc syringe at a rate of 0.6 ml/hour. The head nurse indicated that the device actually delivered 6.0 ml. There was no pt injury.